Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to slack loss and increasing thresholds 3 days after implant. No additional adverse patient effects were reported.